Manufacturer narrative:
(B)(6) captures the reportable event of center image lost. Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fusebox was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the fusebox presented a blue fuzzy image intermittently. The anatomy of the patient was not visible on the center image when the fuzzy image occured. The procedure was completed with another fuse box. There were no patient complications reported as a result of this event.